Manufacturer narrative:
Concomitant: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient came to the emergency room after hearing an alert. The right ventricular lead was noted to have fluctuating pacing impedance and short v-v intervals. The lead was thought to have a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.